Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Olympus will continue to monitor the field performance for this device. Based on the investigation results, mild esophageal laceration and needle fractured, could not be identified. Buckling due to a bending load applied to the needle tube during insertion or removal of the endoscope, etc. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Single use aspiration needle was returned for evaluation although it was confirmed that this needle was not involved in a patient procedure.